Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor. Analysis was unable to test for audio/beep anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer reported that the insulin pump had a constant tone and a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.